Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to the primary failure of instrument grip cable broken to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a broken bipolar yaw pulley near the outer part of the yaw pulley. A broken piece is missing as a result of breakage. Size of missing piece is approximately 0.850 mm x 0.1.27 mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found scratch marks-abrasions on one side of the bipolar yaw pulley. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The complaint regarding frayed cables was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had frayed cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi), followed up with the initial reporter and obtained the following additional information: it is unknown if anything fell into the patient and there were no reports of fragments falling from the device when it was last used within a patient. If anything fell into the patient, actions would be taken by the customer. The patient was discharged and has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.